Event description:
It was reported that when using the bd pyxis¿ medbank tower system showed zero count during issuance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the mismatch occurred as the system indicated zero inventory. A technical support specialist (tss) guided the customer through performing a cycle count to correct the on-hand quantity. After the adjustment was made, the user was able to successfully issue the medication. The system functioned as intended after the technical support specialist assessed the device.